Event description:
It was reported that the device was used during a colon resection. The device moved slightly but then stopped working and could not be opened. No staples or cut line was established. Battery was removed and reinserted, but still did not work. The reverse button was used but did not work. The manual override was used to retract the knife blade. The device was opened and removed. The case was completed with an echelon device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon or mesentery. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, manual override used to open device. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Reverse button did not reverse knife. What were the patient¿s pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? <1 year. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge reload was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon evaluation, the knife reverse button was noted fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.